Manufacturer narrative:
Block e1 (initial reporter phone number and email address) has been updated based on the additional information received on october 21, 2025. Block h6: imdrf device code a140101 captures the reportable event of balloon failure to deflate. Block h11: investigation results the returned cre fixed wire dilatation balloon was analyzed, and a visual inspection found that the balloon detached. Evidence of a mechanical cut was noticed, and the catheter was returned without the balloon. No other problems with the device were noted. With all the available information, boston scientific concludes the reported event of balloon difficult to deflate was not confirmed. The catheter was returned without the balloon and showing evidence of a mechanical cut. The reported event could have happened, as they probably cut the device to push it out of the scope. Due to lack of evidence and without proper evaluation of the device, the most probable root cause could not be established.

Event description:
It was reported to boston scientific corporation that a cre fixed wire dilatation balloon was used during an esophagogastroduodenoscopy (egd) procedure performed on (B)(6) 2025. During the procedure, it was difficult to deflate the balloon. The procedure was completed with the original device. There were no patient complications reported as a result of this event.

Manufacturer narrative:
Block h6: imdrf device code a140101 captures the reportable event of balloon failure to deflate. Block h11: investigation results. The returned cre fixed wire dilatation balloon was analyzed, and a visual inspection found that the balloon detached. Evidence of a mechanical cut was noticed, and the catheter was returned without the balloon. No other problems with the device were noted. With all the available information, boston scientific concludes the reported event of balloon difficult to deflate was not confirmed. The catheter was returned without the balloon and showing evidence of a mechanical cut. The reported event could have happened, as they probably cut the device to push it out of the scope. Due to lack of evidence and without proper evaluation of the device, the most probable root cause could not be established.

Event description:
It was reported to boston scientific corporation that a cre fixed wire dilatation balloon was used during an esophagogastroduodenoscopy (egd) procedure performed on (B)(6) 2025. During the procedure, it was difficult to deflate the balloon. The procedure was completed with the original device. There were no patient complications reported as a result of this event.

Manufacturer narrative:
Block h6: imdrf device code a140101 captures the reportable event of balloon failure to deflate.

Event description:
It was reported to boston scientific corporation that a cre fixed wire dilatation balloon was used during an esophagogastroduodenoscopy (egd) procedure performed on (B)(6) 2025. During the procedure, it was difficult to deflate the balloon. The procedure was completed with the original device. There were no patient complications reported as a result of this event.